Manufacturer narrative:
Model number/catalog number: 72403964, batch/lot number: 673813002model/catalog description: cx pct tactile 18cm ps iz.

Event description:
It was reported that the patient experienced mechanical issues for about a year with an inflatable penile prosthesis (ipp). During the surgery, fluid loss was observed on the reservoir without a clear confirmed issue. A replacement surgery was performed. The patient was reported to be good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.